Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Pending investigation completion. The investigation results will be provided in final report.

Event description:
It was reported that during visual investigation of the mobile power unit, it was found that the bottom cover is damaged and broken near the connector of the power supply. The system powered up as intended and passed the self test. The patient cable and bottom cover were replaced and software version 1.02.01 installed

Manufacturer narrative:
Manufacturer's investigation conclusion: the heartmate mobile power unit (mpu) (serial number: (B)(6)) was returned for preventative maintenance to the european distribution center (edc) service center, however the edc reported damage to the bottom housing and thread on the patient cable¿s black connector. The mpu was analyzed by the edc and powered up and functioned as intended. The bottom housing and patient cable were replaced. The mpu was subjected to functional testing and passed all tests. Preventative maintenance was performed, and the unit was returned to the rental pool. The damaged bottom housing and patient cable were forwarded to the product performance engineering (ppe) lab for further analysis. Upon further analysis, the reported damage to the bottom housing and thread on the patient cable black connector was confirmed. The damaged thread did not prevent normal connection of the power cable. The patient cable was functionally tested and operated as intended. The root cause for the reported event was unable to be conclusively determined through this analysis. The device history records were reviewed and the mobile power unit (serial #: (B)(6)) was found to pass all manufacturing and qa specifications before being shipped to the customer on 29aug018. Heartmate ii instructions for use section 3 entitled ¿powering the system¿ and heartmate ii patient handbook section 3 entitled ¿powering the system¿ cautions the user to inspect the mobile power unit and not to use a mobile power unit that appears damaged. Heartmate ii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate ii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was unknown. The device returned to the distributor and prior information was unknown. The device was returned for maintenance and was no longer used.